Manufacturer narrative:
Since the original report was filed, the investigation into the reported limb ischemia has concluded. The medical center did not return for benchtop analysis any impella product, only the clinical report was evaluated. The evaluation determined that most likely the cause of the limb ischemia was underlying patient condition. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical center discarded all impella pump and sheath product at the time of explant. Further clinical details regarding the limb ischemia are not known. Should more information be shared that leads to a root cause, a final report will be forthcoming. The failure mode will be monitored and trended. Of note in the IFU listed is the following: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The medical center had an impella cp support ongoing for a patient admitted with multiple cardiac and systemic risk factors/comorbidities. After insertion the patient developed signs of limb ischemia. The ischemia resulted in lost pulses that were treated by fem-fem bypass placement. The support was for 4 days til wean and explant.